Event description:
It was reported that after planning component position, surgeon attempted to burr anterior femoral positioning lugs unsuccessfully and handpiece tracker overlapped and interfered with femoral tracker. Femoral resection was completed using visionaire blocks. Cut visualisation was widely different to plan or expected resection values and physically measured bone fragments removed from distal femur. Tibial resection proceeded as expected successfully with navio.

Manufacturer narrative:
H10 h3, h6: the device was used in treatment and it was reported that the handpiece trackers overlapped and interfered with the femur tracker. DHR review found that the software version (navio 6.0) has been validated. A complaint history review identified a prior similar event, this issue will continue to be monitored. This failure is an identified failure mode within the risk file. The surgical technique guide released at the time of the complaint provides instructions for the user in the "recovery procedure guidelines" section. It also provides instructions for proper tracker placement in the "bone tracking hardware" we could not confirm if there was a relationship established between the reported event and the device. The reported device, the log files, the screenshots or the patient archive were not returned to the complaint unit for initial investigation, thus visual inspection and functional evaluation could not be performed. Review of the field report revealed that the handpiece trackers were blocking the femur trackers. Therefore, the reporter identified the root cause on the report. It will be suggested to the reporter to review the guidelines for tracker placement to prevent future occurrences. It is reasonable to suggest that the root cause was an insufficient operator training.